Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 44 mg/dl. Customer was hospitalized due to low blood glucose. It was found that basal rates were too high and healthcare professional lowered basal rates. During troubleshooting, customer was assisted in correcting programming and date. Customer believes that low blood glucose had been caused by medication. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.